Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not delivering insulin. The customer stated insulin pump was not distributing anything and the screen was blank and got motor error and took it off and changed the battery and went to bolus and it gave no delivery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.